Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "failure" was confirmed and reproduced during product evaluation as failure code 94. This condition was caused by incorrect configuration settings. The configuration was reset to correct the reported condition. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a "failure." Service assigned failure code 94 to the vague reported condition; this condition had the potential to interrupt delivery. The reported condition was found in the "intermedia area." It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.